Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with noise and low, out of range, pacing lead impedance on the right ventricular lead. The lead was explanted and replaced. After the procedure, the device was interrogated to be reprogrammed. Upon interrogation, an alert for false elective replacement indicator (eri) was observed. The device was reprogrammed to clear the false alert. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: a partial lead was returned in three segments for analysis. External insulation abrasion was noted at 5.4-6.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise and low impedance.